Manufacturer narrative:
Results: the pet lock was broken and retracted on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil was detached from the pusher assembly. The outer diameter (od) of the ruby coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pet lock was broken, the pull wire was retracted, and the embolization coil was detached from the pusher assembly. By design, if the pet lock is broken and the pull wire is retracted, the embolization coil will detach. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This type of damage likely occurred due to improper handling during use. If the ruby coil is forcefully manipulated against resistance during advancement through patient anatomy, or during packaging the device for return, damage such as this may occur. The od of the embolization coil was measured and found to be within specification. The non-penumbra microcatheter was not returned for evaluation. The root cause of resistance experienced by the physician while attempting to advance the ruby coil through a non-penumbra microcatheter could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer's microcatheter, the physician experienced resistance and was unable to advance the coil through. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.